Event description:
Caller reported cgm error and received instructions from technical support for resolving the issue. A complete pump reset was successfully performed, and the error did not reoccur. There was no reported impact to the customer¿s blood glucose level. The customer was able to start the sensor session successfully.